Event description:
It was reported that customer experienced intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Customer resolved each event by changing changing cartridge or changing cartridge and infusion sent. The customer continued to use the pump.